Event description:
It was reported that 3 bd luer-lok¿ syringes leaked chemotherapy medicine past the stopper during use. The following information was provided by the initial reporter, translated from (B)(6): "it was reported that the 50 ml syringe is leaking below the plunger rubber. (Stopper) they have already identified 03 syringes from the same batch with this deviation. Syringes that leaked are not available for collection, as they were used in the handling of chemotherapy" "was incident noticed prior, during or after use? R: during the use of the syringe; was there any damage to patient and/or health professional? R: there was none. The incident was noticed in the compartment during manipulation of the chemotherapy medication. The health professional was properly using ppe. Was medical or surgeon intervention required? R: no. Was there exposure of chemotherapy medications to mucous or skin? R: no."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that the 50ml syringe is leaking below the rubber stopper. To aid in the investigation, one video and two photos were provided for evaluation by our quality team. The video shows a 50ml syringe with a red substance in it. There is a red droplet past the stopper. However, when the plunger is pulled past the 50ml mark this defect can occur. The syringe was redesigned from 60ml to 50ml to mitigate the leakage past stopper symptom. In the video the plunger appears pulled past the 50ml mark. The two photos show the packaging blister top web. A device history record review was completed for provided material number 303552, lot number 1013550. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.